Event description:
AED was deployed and the subject was not resuscitated.

Manufacturer narrative:
(B)(4). ECG was evaluated for the incident in question. Conclusion: the AED canceled a shock decision due to the underlying rhythm being a borderline shockable rhythm and becoming a nonshockable rhythm.